Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be slightly out of calibration, the roller was nicked and the cutter was worn. The device was repaired according to procedure and returned to the customer. Device was purchased in 09/2004. Repair records show that the device has never received calibration and preventive maintenance since purchased in 09/2004. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."

Event description:
It was reported that the meshgraft ii does not cut evenly. There was no report of injury or adverse pt consequences associated with this incident.